Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During an in-clinic follow, episodes of high pacing impedance, loss of capture, and noise resulting in oversensing were observed on the right ventricular (rv) lead. During previous follow-ups, externalized conductors had been noted on this lead. The device was reprogrammed, and lead revision is anticipated in the near future. The patient was stable and will continue to be monitored.